Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for under delivery because the auto bolus caps was at 1.25 and it was the reason why it gave him high blood glucose levels. The customer also mentioned that they experienced high blood glucose level and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement accuracy test, displacement test, occlusion test or verify delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device passed self test, sleep current measurement, active current measurement, rewind, seating, basic occlusion test and force sensor test. Unable to determine under delivery alarm due to broken reservoir. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and cracked case-corner of belt clip rails.